Manufacturer narrative:
The reported event for high impedance was confirmed. Microscopic inspection of the extension revealed the outer tubing was breached and a broken channel 6 lead wire 7.60cm distal to the extension header. Channel 6 for the infinity extension corresponds to channel 3b for an infinity lead for port 1 (ch1-ch8), confirming the field observation of high impedance on electrode 3b.

Manufacturer narrative:
Additional components potentially involved in the event include: common device name: dbs extension, model: 6371, UDI: (B)(4), serial: unk, batch: unk.

Event description:
It was reported that during an ipg replacement procedure (related manufacturer reference number:1627487-2024-12537) impedance check revealed high impedance on one of the extensions. Troubleshooting was unable to resolve it. As such, the extension was explanted and replaced to address the issue. During the procedure, it was noted that the extension was bent. Reportedly, therapy was confirmed post op. Investigation was unable to determine which of the extensions had high impedance.